Event description:
It was reported that one of the two 1.9 mm fibertaks to be inserted into the proximal ulna did not fully seat and pulled out of the bone. The bone was re-drilled deeper three additional times and the fibertak was seated. This process was repeated for the second fibertak anchor.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The devices were not returned for evaluation; no pictures were provided. Based off the information provided; bone drilled with 1.9 mm drill w/ sleeve and the patient having thick cortex, the most likely cause(s) for the reported failure is patient-specific as the bone was re-drilled three more times.